Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9733624, serial/lot #: none, the manufacturer representative went to the site to test the navigation system. The foot pedal was damaged and the footswitch was replaced. The foot switch was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned cable has a cut in the cable jacket near the connector, but internal wires have not been exposed. The connector was also damaged in an out of round condition not allowing connection to the mating part. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had a damaged foot pedal. The cord appears to be sheared near the lemo connector, exposing the wires inside. There was no patient involvement.